Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A non v40 exeter stem implanted prior to 2001, was revised do to a breakage of the stem body. A cement in cement stem revision took place with the broken stem removed.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed through the inspection of the returned device. Method & results: product evaluation and results: visual inspection was performed as part of the material analysis report (mar), devices were examined with the aid of a stereo microscope at magnifications up to 50x. All anterior and posterior orientations in this report are based on this being a right hip. If subsequent information indicates the implant is for the left hip, the anterior and posterior surfaces are flipped.. The stem was observed to have explantation damage and evidence consistent with the cement mantle breakdown process. The fracture surfaces observed of the distal and proximal ends of the stem, respectively. Macroscopic analysis of the fracture surface indicated that the fracture origin was located at or near the location of the cement mantle breakdown damage. Fatigue striations were observed on the fracture surface. The fatigue striations indicate that the device fractured in fatigue. Ductile morphologies were observed at the final fracture, indicate the final fracture occurred in overload. Energy dispersive spectroscopy (eds) analysis was performed on the stem. Elemental constituents of the stem included fe, cr, ni, mn, and mo; which are consistent with astm f1586 alloy. The stem neck fractured in fatigue. The fracture origin of the stem was at or near the location of the cement mantle breakdown damage. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: a left tha with a cemented exeter stem was implanted prior to 2001. Reportedly the stem fractured and underwent revision on (B)(6) 2018. A single undated x-ray was reviewed which demonstrated a cemented left tha. The stem is seen to be transversely fractured and slightly displaced at the level of the proximal 1/3 of the implant. There are lucencies in the cement prosthetic interface about the lower 1/3 of the implant (gruen zones 3,4,5)indicative of loss of fixation...the fractured femoral stem was sent for material analysis. Visual analysis demonstrated evidence of cement mantle breakdown. Microscopic analysis indicated that the origin of the fracture was located at or near the location of the cement mantle breakdown damage. Scanning electron microscopy demonstrated the stem failed in fatigue with the final fracture occurred in overload. Review of these records confirms a fracture of the exeter femoral stem occurred. Lucencies in the cement prosthetic interface about the lower 1/3 of the implant indicate the possibility that the stem was not well fixed distally. These findings are confirmed by material analysis which demonstrated evidence of cement mantle breakdown with subsequent fracture of the stem due to fatigue and overload. No material or manufacturing discrepancies were identified. Product history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to breakage of the exeter stem body. Visual inspection was performed as part of the material analysis report (mar), \ which indicated that the stem was observed to have explantation damage and evidence consistent with the cement mantle breakdown process. Macroscopic analysis of the fracture surface indicated that the fracture origin was located at or near the location of the cement mantle breakdown damage. Material analysis of the returned stem noted that the stem neck fractured in fatigue. The fracture origin of the stem was at or near the location of the cement mantle breakdown damage. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. Review of the available medical records by the consulting clinician noted that the review of available records confirms a fracture of the exeter femoral stem occurred. Lucencies in the cement prosthetic interface about the lower 1/3 of the implant indicate the possibility that the stem was not well fixed distally. These findings are confirmed by material analysis which demonstrated evidence of cement mantle breakdown with subsequent fracture of the stem due to fatigue and overload. No material or manufacturing discrepancies were identified. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A non v40 exeter stem implanted prior to 2001, was revised do to a breakage of the stem body. A cement in cement stem revision took place with the broken stem removed.